Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature article reported that three (3) months after an intraocular lens (iol) implant surgery, a patient is experiencing corneal ecstasia in the right eye with increasing myopic astigmatism. Literature article name, labiris et al. Journal of medical case reports (2019) 13:296. Request for additional information is unable to be obtained.